Event description:
Info received indicates, the siderail will not latch.

Manufacturer narrative:
The technician found the right siderail latch shoulder bolt was missing. The technician replaced the shoulder bolt to repair the stretcher.